Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument could no longer be closed. There was no reported injury. On march 24th, 2026, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the patient was not injured as a result of the reported problem. A new instrument was used to complete the procedure. There was a delay in the procedure of 5 minutes.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.